Event description:
During evaluation by baxter personnel, an intermate was found with a ruptured reservoir. This condition occurred near the end of infusion during a functional test in service testing. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause is due to a manufacturing defect. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received nine companion samples along with the actual sample from report # 6000001-2012-05852. A functional test was performed on the nine companion samples by filling each with 255 ml of saline solution. During and after fill, no evidence of rupture was noted. However, towards the end of the test, one companion sample ruptured. Therefore, the condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the reservoir ruptured in a footed position. Approximately 16 ml of solution was also noted in the housing due to the rupture. The root cause of the reported condition is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.